Event description:
The customer has obtained a false positive result on one patient sample for the rubella igg assay on an immulite 2000 xpi instrument. The sample was initially tested on (B)(6) 2014 where the result was positive using reagent lot 444. The sample was tested again on (B)(6) 2014 using reagent lot 447 and the result obtained was indeterminate. The sample was then tested on an alternate platform where the result was negative. It is unknown if the original false positive result was reported to the physician(s). The indeterminate result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the false positive result on one patient sample for the rubella igg assay.

Manufacturer narrative:
Siemens headquarters support center (hsc) specialist evaluated the customer data. The cause of the false positive rubella igg result on the patient sample is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00477 was filed on july 18, 2014. Additional information (09/10/14): a siemens field service engineer (fse) visited the customer site and evaluated the immulite 2000 xpi instrument. The fse did not discover any problem or malfunction with the instrument. The customer has been running patient samples and no further discordant results have been obtained. The cause of the false positive result on the one patient sample for rubella igg is unknown. The system is performing according to specifications. No further evaluation of the device is required.